Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced increased discomfort, slight crusting, scarring and hypopigmantion on the right side of patient's neck approximately two months post treatment. The highest energy level used was level six and eight passes were made. In the physician's opinion untreated infection and trauma during treatment are the most likely causes of the event. The patient underwent fraxel treatment at a low level and applied bimatoprost to treat the scar. According to the physician the scarring is permanent.

Manufacturer narrative:
Despite multiple requests, the device was not returned to the manufacturer for evaluation. Therefore a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the available information, the root cause of the reported event cannot be determined. According to fraxel user manual, delayed wound healing/skin textural changes, scaring, discoloration, infection, and keloid formation are all known complications of fraxel treatment. A risk of these complications exists whenever the skin is wounded. The possibility of infection exists even with non-ablative fractional laser devices such as fraxel. If observed, infections should be treated appropriately with topical and/or systemic medications. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. Following laser treatment, re-epithelization may not occur as expected due to patient physiology, i.e. Poor wound healing ability, or post-treatment care. This may result in undesirable textural changes. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypo-pigmentation and hyper-pigmentation are known complications of many laser treatments and may occur with fraxel laser treatment.